Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported deflated was written in under damage occurred by explant surgery, not device related. Device has been explanted.

Event description:
Healthcare professional reported right side deflation. Healthcare professional reported deflated was written in under damage occurred by explant surgery, not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation-ndr: not applicable as the event is not related to the device. ¿ use error: there openings observed on posterior and anterior side assessed as surgical damage. Additional observations: ¿ creases were observed. ¿ wear abrasion observed. ¿ yellow particles observed inner the surface of the shell. No further actions are required as no manufacturing issues are observed.